Event description:
It is reported that the retention balloon was inflated prior to use with an unknown amount of water and a leak was detected at the seam where the balloon connects to the tube.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A return sample for evaluation is not expected. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.